Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced intermittent lock and swelling at the implant site. On (B)(6) 2017, the recipient underwent a drainage procedure and temporary drain was placed for a couple days. The recipient was prescribed antibiotics for 2 weeks and recommended non-use of the device until the site is healed.

Manufacturer narrative:
The recipient's site has reportedly healed. The recipient has resumed use of the device.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment were unsuccessful. The recipient remains implanted. This is the final report.